Event description:
It was reported that pump touchscreen was cracked and shattered the touchscreen became unresponsive so pump could not be operated. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy.